Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device worked fine at the start of a totally extraperitoneal hernia repair. After several times of inserting/removing the device, the surgeon tried to inflate the balloon but could not insert air because the syringe was very stiff. The procedure was completed with another device. There was no injury to the patient. Additional information has been requested but not yet received.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one trocar opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. There were no visual or functional abnormalities. The balloon was inflated and no leaks were observed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.